Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was experiencing drain complications and was diagnosed with an infection and constipation. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 4072 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg daily, ip cefazolin 1000 mg daily and ip ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture results returned positive on (B)(6) 2023 for staphylococcus epidermidis, and the patient¿s ceftazidime and cefazolin were discontinued. The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event. The patient does utilize a stay safe organizer during treatment. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s) and/or device(s). The pdrn reported the patient¿s constipation resolved without medical intervention. Additionally, although the timeline is unknown, the patient was started on heparin to address any fibrin build-up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
The file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was experiencing drain complications and was diagnosed with an infection and constipation. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 4072 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg daily, ip cefazolin 1000 mg daily and ip ceftazidime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture results returned positive on (B)(6) 2023 for staphylococcus epidermidis, and the patient¿s ceftazidime and cefazolin were discontinued. The patient is recovering from the events and continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. The pdrn attributed causality to an unspecified touch contamination event. The patient does utilize a stay safe organizer during treatment. Per the pdrn, the events were unrelated to the patients¿ utilization of any fresenius product(s) and/or device(s). The pdrn reported the patient¿s constipation resolved without medical intervention. Additionally, although the timeline is unknown, the patient was started on heparin to address any fibrin build-up.